Event description:
It was reported that following a coronary artery stenting procedure the pt experienced restenosis. The lesion being treated was located in the proximal left anterior descending (prox lad) artery. Pre-dilatation was performed using a 3.0x20mm balloon at (12atm). The physician implanted a 3.50x24mm taxus express2 study stent at (18atm). Residual stenosis became 0%. Post-dilatation was with the taxus express2 balloon at (14atm). The pt was discharged 4 days later with no angina pectoris. On 264 days after the index procedure, re-stenosis was confirmed. The pt had a re intervention performed. A non bsc stent was implanted, residual stenosis became 0%.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.